Manufacturer narrative:
Sw unknown. Retainer ring = black. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit was cut/open and inspected and found corroded/moisture damage inside the pump. Also moisture damage at the motor assembly. Unable to download and perform power management graph due to blank display noted. Pump received with minor scratched lcd window, cracked select button keypad overlay, cracked battery tube threads and cracked case corner of the bet clip rails near the battery compartment. Test reservoir/pcap lock properly inside the reservoir tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack in case. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.